Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with an unspecified mentor saline prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 08/13/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 08/13/2018, mentor received additional information about the event: it was initially reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2018. The suspect medical device is a mentor siltex round moderate profile 275cc saline breast prosthesis, catalog #3542640, lot #124616, PMA #p990075, UDI # (B)(4). Patient¿s explanted devices were replaced with mentor smooth round high profile 310cc saline breast prostheses. The concomitant product is a mentor siltex round moderate profile 275cc saline breast prosthesis, catalog #3542640, lot #124613. Capsular contracture (baker grade unknown) was reported in both breasts. Capsular contracture patient code has been added. This medwatch report is for the right breast. A separate medwatch report will be submitted for the capsular contracture in the left breast. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 09/11/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. During initial evaluation the device appeared intact. Leak test was performed, in according with mentor procedure, and revealed a rent on the anterior aspect, measuring approximately 0.1 cm. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation (pe) team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. A complaint of capsular contracture in the breast was reported. With the information provided, pe concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).